Manufacturer narrative:
No device malfunctions or other noteworthy events occurred during the case. In response to reports of acute kidney injury associated with histotripsy, histosonics has incorporated the following warning into its labeling: "consider patient-specific risk factors for acute kidney injury (aki) and/or renal failure based on clinical history and procedural scenarios that could increase stress on kidney function, including but not limited to hydration status, planned treatment volume and expected use of imaging contrast agents. Consistent with other liver-directed therapies, treatments involving large treatment volumes or multiple treatment sessions may be associated with an increased risk of aki. Evaluate renal risk and monitor for signs of aki before and after treatment."

Event description:
On (B)(6) 2026, a patient with a history of neuroendocrine tumor (net) received histotripsy treatment to two hepatic tumors in segments ii and iii for a total planned treatment volume (ptv) of 43.3 cc. No hematuria was observed during the procedure. The patient had no reported prior history of renal disease or known renal risk factors. On the day of the procedure, the patient was found to have acute kidney injury (aki) and was admitted for inpatient management. The patient remained hospitalized for approximately one week. During hospitalization, the patient required two sessions of dialysis, after which renal function improved, and the aki resolved.